Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent trial implant procedure on (B)(6). The physician was unable to gain access to the spinal column with the spinal needle. The procedure was abandoned and no devices were implanted. Device information is unavailable at this time.

Manufacturer narrative:
Corrected device procode.

Event description:
Additional information identified the physician was unable to gain access to spinal column due to patient's anatomy. Device information is now available.